Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a low anterior resection, the device jammed and could not be fired. The surgeon states he was in the green zone, but the red safety lever would not release. He tried another similar device and the same thing happened. A third similar device was used and it fired. The devices were discarded. Eight days later, the patient was returned to the operating room and was given a permanent colostomy. The surgeon was not willing to discuss the case any further, or provide any further information.